Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon would not deflate. A needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. There was no known impact or consequence to patient.

Manufacturer narrative:
The device history records have been received with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient factors (e.g. Focal lesions, vessel size) or procedural issues (e.g. Inflation pressure of balloon) contributed to the event.